Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was 530 (mg/dl) with high ketones present that the health care provider (hcp) identified as life-threatening. Reportedly, the customer went to the emergency room due to the high bg and ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.